Manufacturer narrative:
Per hospital protocol the catheter will not be returned at this time. It was indicated that the hospital will need to hold onto it as part of their investigation into this incident. Examination of the 3 attached photos sent by the customer shows a 096f6 thermal dilution catheter with the balloon torn off between the distal and proximal bonds. Latex is still visible on both bond sites. The missing latex is not in any of the attached photos. The inflation volume for this catheter is 1.0ml co2 and the recommended size introducer is 7f to 7.5f per the IFU. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during a right/left-heart catheterization, when the catheter was removed from the patient, the balloon was missing. Fluoroscopy was used in an attempt to locate the balloon, but was unsuccessful. No patient complications reported.